Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the system would not power on due to a loose connection on the key switch. The imaging system then passed the system checkout and was found to be fully functional. To resolve the reported issue the motor battery charger, on/off switched, viewing station computer and batteries were replaced during a site visit. The system then passed the system checkout and found to be fully functional. The batteries were not returned to the manufacturer for analysis. The viewing station computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The motor battery charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The indicator panel was returned to the manufacturer for analysis. Testing found that the power wire to the on/off rocker had separated. This confirmed an electrical failure due to an open in the wire. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, the system was non-functional in that the viewing station was presenting an error message of "initializing please wait." Upon restarting the system, the system left a message stating that the battery level was critical. There was no patient present when this issue was identified.